Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred during the load sequence. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. In addition, a malfunction alarm occurred. Customer's blood glucose was 315 mg/dl. The customer indicated that no backup insulin therapy method was available, and declined follow up contact from tandem technical support.